Event description:
The pt was jerking in their sleep. Family member could not awake them and took pt to the hosp. Before transporting to the hosp the suspect device was used to check their blood glucose and a result of 160 mg/dl was obtained. Their glucose was 30 mg/dl on a hosp meter. They were treated with an IV and sugar. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.